Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported under delivery via phone call. Customer blood glucose reading was 380 mg/dl. Troubleshoot was performed. Under deliver was caused because of infusion set leakage. The insulin pump will be returning for analysis.